Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level over 600 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3-4 hours later with the issue resolved and no permanent damage. Reportedly, the insulin gauge was inaccurate. Customer reverted to an alternate pump for insulin. Customer declined troubleshooting with tandem technical support and declined to provide further information.